Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. Results and conclusion summation - restenosis, as listed in the instructions for use (IFU), is a known adverse effect associated with dca. This known pt effect is not necessarily an indication of a product quality issue. In this instance, a root cause for the reported pt effects and its relationship to the device, if any, cannot be determined, however, it appears to be related to the circumstances during the procedure.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: restenosis. Device issue: none. Review of foreign journal article titled, " the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It was reported that after a directional coronary atherectomy (dca) procedure, during a follow up visit a coronary angiography was performed and restenosis was observed. There was no report of any treatment being performed to treat the restenosis. No add'l event or pt info is available.